Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn # (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the additional information received, the pump has been repaired by the hospital's engineer. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the pump was found helium loss, and the engineers in the hospital have repaired it and it can be used normally." No patient harm or injury. The patient status is reported as "fine". Additional information received 10-may-2023 indicates no medical intervention was required.

Event description:
It was reported that "the pump was found helium loss, and the engineers in the hospital have repaired it and it can be used normally." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.